Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted when it displayed an elective replacement indicator (eri). There were no allegations against the device. On initial laboratory analysis, it was determined that the battery depleted prematurely.